Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, part of the connector was chipped off. To complete the case, the unit was swapped out. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary : post market vigilance (pmv) led an evaluation of one device. It appears that the excessive force was used to remove the cable connector from the control unit receptacle possibly at a slight angle, thus cracking plastic shell that covers connector pins. The complaint investigation has concluded that this unit has succumbed to normal wear and tear and is in need of non-warranty repair. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed condition was determined to be a result of a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.